Manufacturer narrative:
The customer was sent a replacement pump. In follow up with the customer on (B)(6) 2017, the customer stated she was prescribed two different anti fungal creams and she used an over the counter anti fungal. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in ir13-(B)(4).

Event description:
The customer reported to customer service on (B)(6) 2017, that the suction was not the same on her pump in style advanced go tote. She also reported she had thrush, had seen her doctor and was put on medication.